Manufacturer narrative:
Based on the claim against the product by the customer noting an error 281, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The master tool manipulator (mtm) was not responsive and there was error 317. The isi fse replaced the left mtm to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform a failure analysis. Therefore, the root cause of the customer-reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that after the start of the procedure, one of the surgeon consoles did not work due to repeated non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, there was an error 281. Following the error, the customer powered cycle the system multiple times, but the error returned. The intuitive surgical, inc. (Isi) technical support engineer (tse) was able to confirm error 281 presence. The isi tse asked the site to reseat two bfcs from the surgeon side console (ssc) to the vision side cart (vsc) (both sides) and to power cycle the system from the vsc. One of the sscs was responding but the other was still generating the error 281. The caller indicated that only one surgeon and one ssc was needed. To expedite the troubleshooting, the isi tse asked the caller to disconnect the second ssc and power cycle the system. The system powered up without issue (with only one console). The isi tse informed the caller that additional troubleshooting was needed after the surgery to determine the root cause of the fault. The site was completing the procedure with no reported injury. Isi followed up with the site and obtained the following additional information: the system functionality was checked prior to use; it powered on initially without any errors. The procedure was in progress for 1.5 hours when the problem occurred. The procedure started with a dual console, but the second console was removed due to an error and the surgery was completed with a single console configuration.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and the reported failure (error 281) was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab software passed. No repairs are required to address the reported problem. The complaint was not confirmed based on the failure analysis, which indicates that the device did not contribute to the customer reported issue.